Event description:
It was reported that the device was given to him with a note stating defective. No additional information is available. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Evaluation summary: the analysis showed that the atw35 device was received with the articulation mechanism damaged and with no cartridge present. The returned device was tested for functionality with a test cartridge and it fired cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the right articulation band was found damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.